Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
A family member reported that on (B)(6) 2011 the patient experienced blood glucose (bg) of 386 mg/dl with moderate ketones. She stated that the keypad buttons began sticking on (B)(6) 2011, and were unresponsive to presses when attempting to deliver a bolus. The family member reported that the patient has been removed from the pump and was using syringes to deliver insulin at the time of the call to customer support. This complaint is being reported because the pump was alleged to be a cause or contributor to the patient's hyperglycemia.